Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported by the patient that they did not like where the ins was placed on the right side as it was hard for them to reach the area since the implant. No patient symptoms were reported.